Event description:
It was reported that during a training/demo of the da vinci system, repeated non-recoverable error 23062 occurred on the surgeon side console (ssc) right master tool manipulator (mtm). It was observed that the mtm had physical damage that occurred during the system transfer. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem. The fse replaced the surgeon side console (ssc) right master tool manipulator (mtm) to resolve the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The mtm was analyzed and error 23062 was confirmed in the log but not replicated during in-house testing. A visual inspection was performed, and the unit was found to have a screw stuck on the gearbox magnet. During testing, the unit failed several tests. After the screw was removed, a re-calibration was performed, and the failure persisted. The probable root cause was attributed to the roll motor and slip ring.